Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and ten months post filter deployment, computed tomography revealed the filter struts appear to be outside of the cava as often seen and none of them are seen in the aorta or adjacent bowel. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, life-threatening hemorrhage and heparin induced thrombocytopenia. At some time post filter deployment, it was alleged that filter struts perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.